Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 patient's spouse reported that on an unknown date the patient had j-tube replacement for an unspecified reason. During the procedure it was reportedly discovered that the esophagus was torn. The j-tube was removed. No other event details are available.